Event description:
A customer reported that their insulin pump had significant wear and tear, resulting in issues with the charging port cover, which had to be replaced multiple times. This led to difficulties in establishing a connection while charging, and the pump's battery life drastically decreased, requiring daily charging to prevent shutdown. No further troubleshooting was requested by the customer, and there was no adverse impact on their blood glucose level.